Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 561 mg/dl at the time of incident. The customer's current blood glucose level was 543 mg/dl. The other relevant blood glucose level was 500 mg/dl. The customer experienced symptoms such as head hurting. The customer was treated with bolus and manual injection. The troubleshooting was performed for high blood glucose. Customer states the drive support cap appears normal. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does allege pump was under delivering. The insulin pump will be returned for analysis.